Event description:
It was reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp)  procedure, the subject device is fractured. There were no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the investigation result, a likely mechanism causing the cutting wire breakage might be the following- the cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. Under these circumstances, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. However, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.